Event description:
The pt received two scs systems on (B)(6) 2009. It was reported the pt lost stimulation with one of her systems. The pt did not try to communicate with the suspect ipg for over a month. The sjm rep attempted to communicate using a programmer and charger; neither external device would communicate with the ipg. The physician replaced the ipg on (B)(6) 2011. Follow up revealed the system was working effectively with the replacement.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.